Event description:
It was reported that both the batteries and leads were replaced in (B)(6) 2013. It was stated that the leads were replaced because they ¿deteriorated.¿ the patient was unsure if ¿deteriorated¿ was the exact verbatim used the healthcare provider (hcp) used, but it was ¿something like that.¿ the patient thought the leads were placed in a different spot. It was also reported that with the first implants, the patient felt stimulation down her leg to her toes.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# j0546213v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# j0555237v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received noted lead migration not deterioration. X-ray revealed the migration. All parts of the lead were explanted. The patient was recovered without permanent impairment.